Event description:
It was reported to philips that intermittent startup issue with host pc in m-cabinet on a allura xper fd20/15. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restarted the system and provided a workaround solution to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).